Manufacturer narrative:
(B)(4).

Event description:
During a trial procedure, a physician removed the straight stylet that came packaged inside the new lead. The physician began to insert the curved tip (.30 gauge) stylet into the lead. It was found that the stylet could not be advanced into the lead completely. The physician stopped advancing at the point where contact was made with the first electrode. Several unsuccessful attempts were made. The lead was never placed inside the pt. The lead was planned to be returned to the MFR for analysis.